Event description:
Pt had a cardiac arrest and was intubated by anesthesiologist, who elected to do a blind nasal intubation. The easy cap iii changed color. Following intubation, pt's lungs were auscultated by staff who believed the tube was not in the trachea but in the esophagus. There was no attempt to reintubate the pt. Resuscitation continued until the pt expired.